Event description:
A caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, which resolved the issue, allowing them to restart and successfully resume their sensor session and insulin use.